Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11d20106 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was reported. The cause of the peritonitis was undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a male patient (B)(6), coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2011, the nurse stated the patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized. It was unknown if a gram stain and culture were performed. It was unknown if an exit site infection was occurred. It was unknown if the patient received remedial treatment. The patient was transferred to another rehabilitation center. It was not reported if dianeal therapies were ongoing. A causality statement was not provided.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 5 involved in this peritonitis report.